Event description:
It was reported that during the surgical procedure, 20-25mm of the scope stuck out of the cannula and they could not reach the joint. Additional incisions were made in order to reach the joint.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: scopes don't match up with cannula in length. Probable root cause: patient anatomy, anatomy not easily accessible / viewable, and use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the surgical procedure, 20-25mm of the scope stuck out of the cannula and they could not reach the joint. Additional incisions were made in order to reach the joint.